Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this patient stood up the entire device system moved, in which case all slack was removed from the leads. A lead revision was then necessary as the right ventricular (rv) lead recorded high thresholds upon testing. The right ventricular (rv) lead was repositioned successfully. While attempting to put more slack in the right atrial (ra) lead, the left ventricular (lv) lead became dislodged. The lv was able to be re-implanted, along with slack put back into the ra within the same procedure and repositioned successfully. All products remain in service. No additional adverse patient effects were reported.